Event description:
It is reported that the device was implanted in 2006. The device was revised in 2008, due to pain and instability and a loose femoral component.

Manufacturer narrative:
No prod returned for eval. Also, the x-rays are not available for review. It is reported that the pt was diagnosed to have infection pre-op and post-op. The cause of the loosening of the femoral component could not be determined due to insufficient info. No prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.